Event description:
Event description cpi received an implant form which indicated that this implantable cardioverter defibrillator (ICD) was explanted because of 'early elective replacement indicators.'